Event description:
Pt to operating room for removal of non-functioning pain pump placed 4 years ago in another facility. Upon incision and attempted removal , found catheter to be severed. Difficulty on removing, so elected to leave portion in intrathecal space at lumar one-lumbar four.